Event description:
It was reported that at implant the implanter felt the lead seemed "rigid at the distal coil." The lead was not used and a new lead was placed. No patient complications were reported as a result of this event.

Event description:
It was reported that at implant the implanter felt the lead seemed "rigid at the distal coil." The lead was not used and a new lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found.